Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event and found no problems. The system event log showed that the gas was not set correctly. The software upgrade was completed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the gas pressure was lost. Event timing and patient impact was not reported. A company representative reported that the customer did not have gas turned to 100psi. Additional information has been requested.